Event description:
It was reported that the patient experienced episodic fatigue in 2011. The atrial lead exhibited high pacing thresholds and capture anomalies. The device was reprogrammed and the atrial lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.